Manufacturer narrative:
After investigation, the cot drop from the ambulance may have been caused by a broken/damaged lift tube assembly.

Event description:
This report summarizes 1 malfunction event, where it was reported the cot dropped. There was patient involvement; however, no adverse consequences or clinically significant delay in treatment were reported.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the cot dropped. There was patient involvement; however, no adverse consequences or clinically significant delay in treatment were reported.